Manufacturer narrative:
The hill-rom technician found the side communication board needed to be replaced. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from (B)(6) 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side communication board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating bed exit would not send a call to the nurses' station. The bed was located in room 3e of the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).